Manufacturer narrative:
The insulin pump was received with an error alarm, due to leaky connector on motherboard. The overlay was scratched.

Event description:
It was reported that the customer came across the insulin pump while cleaning the house and wanted to return it, as he was no longer using it. Nothing further reported.